Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5039055) on 15-jan-2015. The most recent information was received on 20-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain that is constant') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion disability), migraine ("migraines"), skin warm ("my face gets hot"), erythema ("face red"), pruritus ("face itchy") and bone pain ("satabing pain on hip bone"). At the time of the report, the pelvic pain, migraine, skin warm, erythema, pruritus and bone pain outcome was unknown. The reporter provided no causality assessment for migraine and pelvic pain with essure. The reporter considered bone pain, erythema, pruritus and skin warm to be related to essure. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment this ptc was initiated due to a request for confirmation of quality. The reported adverse event considered related is a known possible undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 20-mar-2020: new event was added: stabbing pain on hip bone. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5039055) on 15-jan-2015. The most recent information was received on 23-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain that is constant') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion disability), migraine ("migraines"), skin warm ("my face gets hot"), erythema ("face red"), pruritus ("face itchy"), bone pain ("satabing pain on hip bone") and abdominal mass ("hard lump on left side of abdomen"). Essure treatment was not changed. At the time of the report, the pelvic pain, migraine, skin warm, erythema, pruritus, bone pain and abdominal mass outcome was unknown. The reporter provided no causality assessment for migraine and pelvic pain with essure. The reporter considered abdominal mass, bone pain, erythema, pruritus and skin warm to be related to essure. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment this ptc was initiated due to a request for confirmation of quality. The reported adverse event considered related is a known possible undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Reporter added. Event hard lump on left side of abdomen added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5039055) on 15-jan-2015. The most recent information was received on 28-apr-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain that is constant') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion disability), migraine ("migraines"), skin warm ("my face gets hot"), erythema ("face red"), pruritus ("face itchy"), bone pain ("satabing pain on hip bone") and abdominal mass ("hard lump on left side of abdomen"). Essure treatment was not changed. At the time of the report, the pelvic pain, migraine, skin warm, erythema, pruritus, bone pain and abdominal mass outcome was unknown. The reporter provided no causality assessment for migraine and pelvic pain with essure. The reporter considered abdominal mass, bone pain, erythema, pruritus and skin warm to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5039055) on 15-jan-2015. The most recent information was received on 14-jan-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain that is constant') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion disability), migraine ("migraines"), skin warm ("my face gets hot"), erythema ("face red") and pruritus ("face itchy"). At the time of the report, the pelvic pain, migraine, skin warm, erythema and pruritus outcome was unknown. The reporter provided no causality assessment for migraine and pelvic pain with essure. The reporter considered erythema, pruritus and skin warm to be related to essure. Quality-safety evaluation of ptc: final assessment. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment. This ptc was initiated due to a request for confirmation of quality. The reported adverse event considered related is a known possible undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 14-jan-2020: social media document received, new reporter and event my face gets hot, red, itchy added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.